Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the pump was explanted and replaced. The patient had a loss of therapy and less than 50% therapy relief. The location of the issue or symptom was the device pocket and catheter track. A dye study and x-rays were done. The product issue was resolved. The cause of the issue was determined to be that the catheter was twisted in a knot due to the pump flipping. The flipped pump was confirmed. The sutureless connector would not come off the pump so it had to be replaced. The patient status at the time of the report was ¿alive- no injury.¿ the system was being used to deliver morphine. Two days later, it was reported that a rotor dye study was attempted and the user could not aspirate. The patient had a ¿pretty big belly¿ which added to the pump issue. The catheter would not come off the pump so the health care provider (hcp) decided to replace it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. The pump was replaced in 2014 because something was not working. It was believed to be due to a motor. The pump was flipping and the doctor implanted a mesh pouch.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter identified difficulty with the sutureless connector (sc) led to explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.